Manufacturer narrative:
The device has not yet returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
On 04/21/2026, a healthcare professional reported that the glidewell ht implant failed. The patient's bone type is ii, and their oral hygiene is fair. The patient presented on (B)(6) 2025 for a primary procedure on tooth # (B)(6). The patient returned on (B)(6) 2026, at the second stage of surgery. Upon examination, the provider noted abnormal bone loss around the implant and that the implant failed to osseointegrate, and the device was removed on (B)(6) 2026 and not replaced. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.